Event description:
Display backlight failure (device issue). Case description: this initial case report was received on (B)(6) 2014 from a respiratory therapist (rt) in the united states who spoke with ikaria technical services regarding the display screen was blank/black on inomax dsir #(B)(6). When powered on with the device connected to the electric outlet, the green power indicator was lit but the screen stayed completely black. The device was not on a patient at the time of the device issue. Inomax dsir #(B)(6) was removed from service and returned to ikaria for service investigation.

Manufacturer narrative:
Device issue with inomax dsir # (B)(6) (complaint-(B)(4)). Device investigation was completed on 24-oct-2014. Case comment: on (B)(6) 2014: the device was not in use at the time of the device issue and did not result in an adverse event; however, it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event (refer to MDR #3004531588-2013-00023). Evaluation summary: inomax dsir# (B)(6) was returned to the manufacturer for service investigation. The rsc investigation confirmed the reported complaint of display is blank. The service log review revealed 4 delivery failure alarms, due to backlight current below minimum consistent with display is blank. The rsc replaced the touchscreen/display assembly, inverter board and 50018 main board. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was display backlight failure. This condition will be tracked and trended under ikaria's quality system. This device was not in use on a patient; however, it is being submitted to regulatory authorities because a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00023).